Manufacturer narrative:
A steris service technician arrived on site to inspect the facility's 5095 surgical table and determined that the reported event was attributed to an oil leak from the hydraulic line which caused the small smoke. The technician reported the root cause of the oil leak was damage to the line caused by user facility personnel placing items on the table base. The 5095 general surgical table operator manual states, "warning - personal injury and/or equipment damage hazard: do not store items on surgical table base. Doing so may result in table damage or inadvertent tabletop movement placing the patient and/or user at risk of injury." The 5095 general surgical table operator manual states, "warning - do not store items on base- warning - personal injury and/or equipment damage hazard: storing items on table base may result in equipment damage causing inadvertent tabletop movement placing the patient and/or user at risk of personal injury. Do not step on or store items on base." A steris account manager completed in service training on (B)(6) 2024 with the customer on the warnings against placing/storing items on table base. The table has been removed from service to await further inspection by the steris service technician. A follow up MDR will be submitted once new information becomes available.

Event description:
The user facility reported that during a patient procedure, a small amount of smoke appeared from the base of their 5095 surgical table while positioning a patient and noticed that there appeared to be a fluid leak. The procedure was completed successfully. No report of injury.

Manufacturer narrative:
A steris service technician made the necessary repairs to the 5095 surgical table, tested the table, confirmed it to be operating to specifications, and returned it back to service. No additional issues have been reported.